Event description:
It was reported, the pt was experiencing abdominal pain. Diagnostic testing of the leads and a CT scan revealed no anomalies. The pt was hospitalized due to her pain. F/u info identified the pt has been released from the hosp and her abdominal pain has resolved.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.